Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02538. It was reported that stent dislodgment occurred. Target lesion #1 was located in the mid right coronary artery (rca). During preparation of a 2.75 x 38 synergy ii drug-eluting stent, the stent unraveled upon removal of the protective sheath. Another 2.75 x 38 synergy ii stent was used and the lesion was successfully treated. Target lesion #2 was located in the ostial left main artery. A 4.00 x 8 synergy ii drug-eluting stent was deployed at 30 atmospheres to treat the lesion. Post-dilatation was performed with a 4.5x8 non-bsc balloon catheter at 9 atmospheres for 9 seconds; however, balloon watermelon seeded back and the device was withdrawn. Subsequently, a 5x8 nc emerge balloon catheter was advanced and post-dilatation was performed at 12 atmospheres for 11 seconds. Fluoroscopy was performed and it was noted that the stent migrated into the aorta. The 5x8 nc emerge balloon catheter and guide wire were then removed and an attempt to snag the stent with the guide catheter was made. Additional cineangiography was performed and the stent was observed to be floating in the distal aorta. The guide catheter was removed and the procedure was completed. The patient was resting comfortable with no complaints of pain.